Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips to report that this device had ECG interference. There was no patient impact.